Manufacturer narrative:
Section a: dob and weight not provided. Manufacture¿s investigation conclusion: there were incidental findings of wire fatigue in the white power cable and fluid ingress in the power cables. The reported event of the patient's green pump running light emitting diode (led) being dim was confirmed via visual analysis and testing of the returned controller. The heartmate 3 system controller (serial number (B)(6)) was returned and evaluated at abbott. During the evaluation, the controller was placed on a mock circulatory loop and a log file was downloaded. The downloaded controller event log file from the returned controller contained data spanning approximately 31.5 days ((B)(6) 2023 per the timestamp). Data within the log file captures the system controller maintaining the pump's fixed speed without issue. During the evaluation, the system controller was placed on a mock loop for an extended period of time without issue. Additionally, during a system controller self test, it was observed that the green pump running led was dim, confirming the reported event. The root cause of the reported event could not be determined; however, there is a corrective action for this issue. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarm conditions. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to properly use the mpu and the actions to take in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight is unknown. Hospital policy prohibits the release of the information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's pump running led was dim. The system controller was exchanged and the problem was resolved.